Event description:
Pt placed on baxter flo-gard 6200 infusion pump in the emergency dept for heparin infusion. Staff noted that an overinfusion of the heparin had occurred and disconnected the pt from the infusion pump. Infusion pump is a rental unit from mediq/prn. Qc at mediq/prn notified of incident on 5/8/01.